Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless footswitch did not connect to its base station. The customer has a wired footswitch available for use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0476-2022. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless footswitch was not responsive. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.